Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. Review of the event history log revealed some 'air in line' alarms. Functional testing was able to duplicate the reported problem. It was determined that the intermittent air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an 'air in line' alarm on attempting to start an infusion with multiple sets. There is unknown patient involvement.